Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned t8 stick fit hexalobe driver (confirmed part number: 80-0759, batch number: 555893) was examined visually under magnification. The driver and broken driver tip were provided for investigation. There appeared to be some orange discoloration, and discoloration near the laser marking. Both ends exhibited a torsional, oblique fast fracture, which occurred after the rounded portion of the tip. The broken tip portion measured 0.112 inches long and the driver measured 3.354 inches long. These values could not be added together to get full length, because the oblique nature of the fracture caused one longitudinal piece of the part to break on each side. They would need to be aligned exactly right in order to determine the full length, which was not possible due to the distortion of the tip. The reported event stated this failure happened during removal. The removal brochure provides specific guidance about removal techniques. If ossification between the titanium and bone has occurred and removal with the driver causes resistance, then the next option, an easyout, is recommended. In addition, the screw head hex portion needs to be cleared out for proper insertion depth of the hexalobe driver's tip. Functional testing could not be performed due to the aforementioned damage to the driver. Based on the information received and the investigation performed, the root cause could not be determined.

Event description:
It was reported during an acu-loc 2 removal procedure, the driver tip broke. The screw was removed using another screwdriver, and no device fragments were left in the patient. Device information for the screw is unknown. There were no adverse consequences to the patient. This report is related to report number 3025141-2022-00369 for the screw involved in this event.